Event description:
It was reported that during diagnostic procedure of bronchoscopy examination the ultrasonic probe had found transparent resin cover have separated and fallen into the guide sheath. The procedure was completed using the similar device. There were no reports of patient harm.

Manufacturer narrative:
E1 (facility name): (B)(6) medical center. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Update fields: d8, d9, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distal end of the insertion part has dent mark. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the external force occurred when inserting/removing of guide sheath. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.